Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited competitive atrial pacing that induced an arrhythmia. The patient was asymptomatic. No intervention or additional information was reported.